Manufacturer narrative:
The rt log review shows a spike in mc coinciding with an increase in dp and subsequently pap. The dp/pap remain elevated following the spike. This is evidence of biomaterial ingestion, the likely root cause of the suspected hemolysis. The pump was hemolysis tested and passed per FDA astm testing standards.

Event description:
The complainant reported a (B)(6) black or african american male had impella rp pump inserted in the right femoral vein (rfv). The patient had hemolysis and the pump was removed.

Manufacturer narrative:
The impella rp pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.